Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a cracked case at the display window corners, cracked end cap, minor scratches on the display window and case and a slightly loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had many scratches on the display window.